Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported several instances "in the past" where patients with short axial lengths but normal keratometry, anterior chamber depth, and white to white results in effective lens position too posterior and leads to hyperopia. Additional information received states that the surgeon noted having to perform lens exchanges in the past.

Manufacturer narrative:
No further information was able to be obtained from this customer. The customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).